Manufacturer narrative:
Evaluation of the returned handle revealed that the nosecone was damaged. If the proximal end of the pusher assembly is forcefully inserted into the nosecone of the handle, damage such as this may occur. The nosecone to the handle was measured with calibrated pin gauges and was found to be out of specification. Therefore, the handle was unable to be functionally tested. Based on the returned condition, the root cause of the reported complaint could not be determined. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the inability to detach the ruby coil using the ruby coil detachment handle h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a ruby coil detachment handle (handle) and ruby coils. During the procedure, the physician attempted to detach the ruby coil using the handle and an unusual sound was heard coming from the handle. The physician withdrew the ruby coil pusher assembly and realized the coil did not detach. Therefore, the ruby coil was re-advanced into the target location and the physician attempted to detach the coil using the handle three times without success. Therefore, the handle was removed and was no longer used in the procedure. The procedure was completed using another handle to detach the same ruby coil. There was no report of an adverse effect to the patient.